Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Customer returned pump for alleged crack on battery tube compartment found on (B)(6) 2024. Unit passed the displacement test. Unit received with broken battery tube threads, missing serial number label, cracked keypad overlay at select button, peeling keypad overlay, partial broken reservoir and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, but they did not have the pump's serial number. The customer reported no adverse event. The event involved product mmt-1782k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1782k and the product was returned for analysis.